Event description:
It was reported that this right ventricular (rv) lead is broken and is exhibiting noise with stored ventricular tachycardia (vt) and non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) was consulted and reviewed the most recent electrogram (egm) events observing significant noise with pacing inhibition greater than two seconds. Ts provided troubleshooting and programming recommendations. At this time, the lead model/serial number is not yet available and further details were requested, however no information was received. The rv lead remains in-service and no adverse patient effects were reported.